Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the pt was in a lot of pain prior to the system being removed. Agent noted that ins should have reached eos in 2021. The caller did not know when the pain started. The caller states that hcp removed the system sometime last week. The caller states that the ins was 'corrosive' upon removal; however, the doctor did not follow the facility's protocol and all the components were disposed of and cannot be sent back to mdt. Pt is currently in a lot of pain and is needing to use a walker. The caller made it a point multiple times to say the pt has contacted and/or submitted requests to the federal bureau of workman's comp as his case is a work comp case. Caller declined to provide their last name. Agent reviewed pats role, agent reviewed rep's role, agent reviewed how to reach legal dept at mdt (the caller noted this is not in the context of seeking legal remedy against medtronic).

Event description:
Additional information was received from the patient (pt). Patient called back requesting the manufacturer representative (rep) records of his meetings with them. Agent reviewed the role of the rep and directed the patient to their hcp. Patient requested that he speak to the rep; agent sent message to reps with patient's request. Patient stated their surgery lasted several hours. The rep called to check on the previous case that had occurred around this pt having their ins explanted; agent reviewed information. Caller also mentioned the allegation that the ins showed corrosion as though it was corrodeddue to something occurring with the ins battery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient was having pain at the ins site so their ins was removed and upon removal the ins was in "really rough shape" and caused some damage to the surrounding tissue. Patient stated they were in the hospital as they got a staph infection from the removal, which required a second surgery.